Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. After the alarm, all of the pump supplies were changed. The customer had dropped the pump 11 days prior and the contact thought that this might be a possible cause of the occlusion. The customer's blood glucose (bg) level was over 400 mg/dl and an insulin injection was administered to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.